Event description:
It was reported the customer was unable upload the pump to t:connect or hcp uploader. There was no reported adverse impact to the customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, usb pin damage was observed.